Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device displayed premature battery depletion with a longevity estimation of less than one month. The device was removed and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: additional environmental testing was performed to recreate a potential hybrid failure. The hybrid underwent 400 hours of elevated temperature and humidity and recorded a high current drain. These new findings are consistent with a current leakage path due to a conductive resistive short in the rf module (rfm) substrate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was received with no telemetry and no output. Hybrid analysis confirmed a severely depleted battery. When powered by an external supply, the system current drain was nominal, and the device was fully functional throughout the analysis. No battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were found. Battery analysis revealed no lithium-plating was inside the head space insulator region or on the electrode coil. Based on the destructive analysis, no evidence of an internal short was found to account for the high current drain evidenced in the save to disk data and premature battery depletion. A review of the manufacturing data found no anomalies nor irregularities noted during the manufacturing of this cell and the battery passed all inspections and electrical testing. The root cause analysis for the device rapid depletion was inconclusive. If information is provided in the future, a supplemental report will be issued.